Manufacturer narrative:
Summary of evaluation: visual inspection confirmed the disassembling of the tip. Rasp disassembled because of wear and tear in combination with very hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
"Damaged instrument" was reported. There was pt involvement but no adverse consequence reported.